Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that insulin pump not delivering accurate insulin. The customer¿s blood glucose level was 213 mg/dl. The customer reported that insulin pump had several issues. Customer reported that the self test able to complete and unable to perform high pressure test. The insulin pump will be returned and reservoir will not be returned for analysis.